Event description:
This is report 3 of 3 for file (B)(4).

Event description:
It was reported that during a procedure for a hip fracture, the helical blade would not go through the nail. The helical blade hit the nail. The helical blade was removed and another helical blade was inserted. The 2nd helical blade also hit the nail. Surgeon re-inserted the helical blade 3 times. The surgeon was able to get helical blade to go through the nail to complete the procedure. Per additional information, the 1st helical blade was hitting the nail. Both the helical blade and the nail were removed. A 2nd helical blade and a 2nd nail was inserted, which also hit the nail. The surgeon was able to get 2nd helical blade to go through the 2nd nail to complete the procedure. The 1st helical blade and 1st nail were returned to synthes for investigation. This is 3 or 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was returned for evaluation. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm helical blades was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture and release with no issues documented during the manufacture that would contribute to this complaint condition. This complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. ID, age, dob, gender, weight. Original awareness date is (B)(4) 2012. Additional information received (B)(4) 2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. New information was received on (B)(4) 2013. The visual portion of the manufacturing evaluation revealed the as received condition of the helix blade had anodized rubbed away on the shaft and major diameter consistent with normal use. This manufacturing investigation is being performed as part of stock evaluation 1522. This complaint is being reviewed to confirm that the product is within all final specifications. Product was investigated to the latest design specifications via inspection sheets ns063378 and 456fi301e. Since all features relevant to the complaint condition meet specification, the complaint is invalid. Placeholder.